Manufacturer narrative:
The reported event of a power disconnect alarm could not be confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Analysis revealed that the device passed visual examination and functional testing. The connection between the battery and a test controller was stable. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient hears the "power disconnect" beeps on his battery. The patient stated that he looked down when he heard the beeps and saw the "power disconnect" alarm displayed on his controller along with the blinking yellow light and the battery status of port 1 on the controller showed as if there was no battery connected (i.e. The "power disconnect" alarm was sounding). However, the patient claimed that both batteries were securely connected at this time. The patient was seen in clinic where his connections were checked and both were completely intact. The battery would appear to be working fine within a few seconds. The battery was subsequently replaced with no reported consequence or impact to the patient. No further information has been provided.